Event description:
Customer was hospitalized for high blood glucose. Customer was vomiting for two hours prior to hospitalization. The blood glucose reading at the time of the event was 560 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.